Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak situation on an amia cassette during peritoneal dialysis therapy. The patient was connected. The event occurred during dwell three of four. The home patient stated that there was a small wet spot where the bag was lying beside the cycler. The patient didn't know if the bag had leaked or if they had just not connected the line well, and didn't know if that could have caused the problem, but that they had never had the problem before. The patient ended therapy early and had connected new disposables in order to drain. There was patient involvement but no injury or medical intervention was reported.